Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. A mitraclip was deployed centrally on the posterior and anterior leaflet. A single leaflet device attachment (slda) occurred after deployment. The clip was detached from the posterior leaflet. The clip was still stable on the anterior leaflet. It was noted that there was difficulty with visualizations during the procedure due to shadowing. A second clip was implanted successfully on the lateral side of the first clip for stabilization. A third clip was then implanted medially to the slda clip to reduce mr. The final mr was grade 1-2. There was no clinically significant delay reported or adverse patient sequela.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was due to shadowing. The reported unexpected medical intervention was a result of case specific circumstance as a second clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design, or labeling.